Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested with the elecsys pth stat immunoassay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The first sample initially resulted with a pth value of < 1.2 pg/ml. The sample was repeated twice, resulting as 32 pg/ml and 30 pg/ml. The second sample initially resulted with a pth value of < 1.2 pg/ml. The sample was repeated twice, resulting as 24 pg/ml and 22 pg/ml. The third sample initially resulted with a pth value of < 1.2 pg/ml. The sample was repeated twice, resulting as 240 pg/ml and 224 pg/ml. The fourth sample initially resulted with a pth value of 11 pg/ml. The sample was repeated twice, resulting as 24 pg/ml and 21 pg/ml. No adverse events were alleged to have occurred with the patients. The pth reagent lot number was 302666. The reagent expiration date was asked for, but not provided.